Event description:
It was reported due to the keypad buttons not working, the customer was unable to titrate medications or press any buttons on the pump. Epinephrine 37.5/hr (total volume to be infused 250ml) and norepinephrine 7.5ml/hr (total volume to be infused 250ml) were infusing at the time of the keypad issue. Both medications were routine continuous infusions. Per report, "prior to the keypad issue, pump was infusing appropriate volumes based on titrated rates". There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported due to the keypad buttons not working, the customer was unable to titrate medications or press any buttons on the pump. Epinephrine 37.5/hr (total volume to be infused 250ml) and norepinephrine 7.5ml/hr (total volume to be infused 250ml) were infusing at the time of the keypad issue. Both medications were routine continuous infusions. Per report, "prior to the keypad issue, pump was infusing appropriate volumes based on titrated rates". There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: other relevant history, manufacturer narrative. Root cause: the root cause for the reported issue that device had keypad buttons not working was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.